Event description:
It was reported that an undersized stem subsided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital discarded device.

Event description:
It was reported that an undersized stem subsided.

Manufacturer narrative:
An event regarding stem subsidence involving an accolade ii stem was reported. The event was not confirmed. Insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history & follow-up notes are needed to investigate this event further.